Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms on the first inflation. The lesion being treated was located in the calcified, tortuous and 90% stenotic mid right coronary artery (rca). The procedure was successfully completed with another quantum maverick monorail balloon. Pt status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed; therefore, no direct product analysis could be performed. The manufacturing records for batch 6527153 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.